Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed an active exhalation pilot reading test step during testing. The device's solenoid valve was replaced to address the issue. Additionally, not related to the reportable issue an error indicating the sensor offset drifted high during calibration. The device was recalibrated to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The air inlet foam filter and particulate filter were replaced preventatively. The device was tested and passed all final testing.